Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient experienced worsening pain, swelling, and restricted range of motion following a decline in knee flexion from 95 degrees, accompanied by significant swelling and loss of motion. Despite increased therapy and initiation of a pain management plan after running out of pain medication, severe pain persisted, though x-rays showed no abnormalities. Difficulty accessing effective post operative pain relief led to incomplete physical therapy, contributing to ongoing motion limitations. By 2 months post op, flexion remained at 80 degrees, necessitating manipulation under anesthesia (mua), which resulted in some improvement. A definitive root cause cannot be determined. The complaint can be confirmed based on provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial left total knee arthroplasty followed by a post-operative peroneal deep vein thrombosis. Subsequently, the patient was unable to complete the required post-op physical therapy due to difficulty finding effective pain medication and underwent a manipulation under anesthesia due to pain with limited range of motion. All implants remain in place and the adverse event is improving.

Manufacturer narrative:
Cmp (B)(4). D10: 42511200510 - articular surface - 64461188. 42536007101 - keel left cemented tibial - 66716615. 00111214001 - palacos r 1x40 - 5036963. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.